Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual and tactile examination revealed that the ptfe jacket exhibits evidence of being damaged approximately 15 cm from the distal tip jag-end thereby exposing the core wire. Both urethane tips were visually inspected and no damage or inconsistencies were noted. The ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a metal object. The condition of the returned incident device was consistent with the complaint that the endoglide sheath was stripped from the inner core wire. The most probable root cause is caused by other device. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and the risk of the reported event is noted within the labeling as follows: the dfu, under warning statement states: 'do not use with metal-tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of guide wire'.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician completed a sphincterotomy using an autotome rx with a hydrajagwire locked in a bsc rx locking device. The physician then attempted to backload a rapid exchange biliary stent system over the hydrajagwire but was unable to advance due to the coating of the hydrajagwire peeling. The physician aborted the procedure and restarted with another of the same device and completed the procedure with no complications. There were no issues with the autotome rx, rx locking device or the rapid exchange biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and no fragments of the wire fell into the patient.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician completed a sphincterotomy using an autotome rx with a hydrajagwire locked in a bsc rx locking device. The physician then attempted to backload a rapid exchange biliary stent system over the hydrajagwire but was unable to advance due to the coating of the hydrajagwire peeling. The physician aborted the procedure and restarted with another of the same device and completed the procedure with no complications. There were no issues with the autotome rx, rx locking device or the rapid exchange biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and no fragments of the wire fell into the patient.